Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device did not sync when bring used on a patient. In this state, wrong defibrillation therapy may be delivered. There was no report of patient harm associated with the reported event.